Manufacturer narrative:
H6- health effect- clinical code 4581: angle closure. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -12.50 diopter was implanted into the patients right eye (od) on (B)(6) 2023. The patient experienced excessive vault, elevated iop (intraocular pressure) and angle closure. It was reported that medical or surgical intervention is not necessary. For additional information the reporter stated " no symptoms, will likely not exchange for now".